Event description:
The manufacturer received information alleging a critical error condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the battery was depleted. The internal needs replaced. Software is up to date. The unit passed all testing.